Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir rim did not lock the reservoir into place. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found that the customer is using tape to hold the reservoir in place and the rim is damaged. Customer was advised that someone will contact then regarding a replacement pump.